Event description:
The report stated that during a percutaneous radio frequency ablation procedure, there was a water leak at the connector of electrode knob and tubing at the beginning of the ablation.

Manufacturer narrative:
Date of initial report: 08/09/2007. The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints.